Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient was at school when the cgm reading was low. The patient went to the school clinic and when a fingerstick was taken, the blood glucose reading was approximately 400 mg/dl. The patient experienced feeling lethargic, tired, and nauseous. The school nurse contacted his father, and the patient was immediately taken to the emergency room. In the ER, the blood glucose reading was 438 mg/dl. His mother was unable to provide the cgm reading at that time. The patient was treated with intravenous insulin and fluids. The patient was discharged after a couple of hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation found a difference in values that falls within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.